Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image after start-up occurred due to faulty band imaging (bi) board. The cause as to why the bi board was faulty could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the high-definition lcd monitor had no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had no image due to a faulty band imaging (bi) board and the buttons had no response. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.